Manufacturer narrative:
(B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ise indirect na and ci for gen.2. The erroneous results were reported outside of the laboratory. The initial na result was 124 mmol/l. The initial cl result was 132 mmol/l. The sample was repeated and the na result was 146 mmol/l and the cl result was 106 mmol/l. The customer noticed a <1 anion gap with the patient results. The repeat results were believed to be correct. No adverse event occurred. The na and cl electrode lot numbers and expiration dates were not provided. The field service engineer (fse) visited the customer site and identified an issue with one of the valves. This valve was removed and cleaned. As a preventative measure, all seals were changed, a spill inside the instrument was cleaned, associated connectors were reconnected and the pinch valve tube was changed. The issue was not resolved so the valve in question was replaced. The sipper nozzle and cartridge cables were also replaced. The customer ran successful calibration and quality controls. The fse ran instrument checks which were acceptable. The investigation determined the root cause was the issue with the valve identified by the fse.